Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check by end user, the cs300 intra-aortic balloon pump (iabp) unit is not working on mains supply. There was no patient involvement.

Manufacturer narrative:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) was not working on mains supply. A getinge field service engineer (fse) was dispatched to investigate the issue. In order to fix the issue, the fse replaced the power supply. Also, the fse replaced the batteries as they were due for replacement. Then, the fse checked the functionality of the unit and confirmed that the unit was good. The unit was then returned to the customer and cleared for clinical use.

Event description:
N/a.